Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause of the difficulty could not be reliably determined.

Event description:
The product was used during a lower anterior resection procedure. Reportedly, the anvil disengaged. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.